Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to a video orientation issue with the endoscope.

Manufacturer narrative:
The issue was resolved by phone support. The customer hit the instrument clutch button and flipped the endoscope 180 degrees to correct the image. As of the date of this report, the 30-degree endoscope has not yet been received by intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the customer was trying to target the 30-degree endoscope, the image flipped. They tried to unplug the endoscope but when they plugged it back in the image was upside down again. The customer hit the instrument clutch button and flipped the endoscope 180 degrees. The intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed with the caller that was the correct course of action when the endoscope keeps flipping back to opposite what was wanted. Customer was continuing the case with no further issues. The procedure was completing as planned. No reported known impact or patient consequence was reported.